Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. Product ID: 8590-9, lot# n213886, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: accessory.

Event description:
Information was received from a consumer regarding a patient who had been receiving 25% morphine and 10% dilaudid via intrathecal drug delivery pump. The indications for use of the pump were degenerative disc disease and non-malignant pain. It was reported that the patient had developed an infection at the pump pocket site. The patient had gradually started developing symptoms in (B)(6) 2015 that included redness, swelling, and drainage/fluid leakage at the site. The pump site had become really red, and the pump nearly pushed itself through the skin. It was indicated that the patient was placed on oral antibiotics, and both the pump and catheter were removed on (B)(6) 2015. The infection subsequently resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.